Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported starting about a year ago the muscle around where the implant was located hurt. The patient met with the manufacturer's representative (rep) for reprogramming but they were unable to get the device to work, meaning they couldn't get the implant to cover the pain. It was noted the patient had stimulation at the lowest level, but they still had pain. According to the consumer the rep. Told them they might have to have the device explanted. Four months later the consumer reported the stimulator hurt, and "felt like muscle around the machine," and it didn't help anymore. The consumer's physician was working on taking the stimulator out. Relevant medical history includes other chronic/intract pain (trunk/limbs) and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.